Manufacturer narrative:
Reported event: an event regarding fretting involving a metal head was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: not performed as the device lot details provided were found to be invalid. Complaint history review: not performed as the device lot details provided were found to be invalid. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.

Event description:
Trunnionosis of an accolade tmzf stem, necessitating revision surgery. Restoration modular stem utilized to revise. Patient complained of pain 10 years post-op, had x-rays taken, and discovery was made.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Trunnionosis of an accolade tmzf stem, necessitating revision surgery. Restoration modular stem utilized to revise. Patient complained of pain 10 years post-op, had x-rays taken, and discovery was made.